Event description:
It was reported that the battery gauge was fluctuating. The customers blood glucose was 177 mg/dl. Reportedly, the customer was able to charge the pump with an alternate wall adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.